Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The caller was unable to successfully load a cartridge and resume insulin therapy as the cartridge alarm recured. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.